Event description:
During endoscopic brow lift surgery, one side of the snowden-pencer endograsper broke off. The broken piece was identified and safely removed in it's entirety. There were no untoward patient effects.